Manufacturer narrative:
The investigation is ongoing. H3 other text : the valve remains implanted in the patient.

Event description:
As reported by edwards field clinical specialist, approximately 2 years and 2 months post implant of a 29mm sapien 3 valve in the aortic position, a 2nd valve a 29mm sapien 3 ultra resilia valve was implanted due to stenosis. The patient was stable, and the valve was successfully implanted.

Event description:
Upon review of medical records, the patient presents with transcatheter valve stenosis. Approximately 2 years and 2 months post tavr the patient underwent a valve-in-valve with a 29mm sapin 3 ultra resilia valve. A post-operative echo revealed a well seated tavr in tavr with no paravalvular leak (pvl). The patient was stable and transferred for post-management care. An echo (tte) performed post valve-in-valve procedure revealed no prosthetic aortic valvular regurgitation. There is trivial pvl with a mean gradient of 11 mmhg and an aortic valve prosthetic orifice area by doppler is 4.38 cm2.

Manufacturer narrative:
A supplemental MDR is being submitted based on review of medical records and completion of engineering investigation. The following sections of this report have been updated: section b5 (describe event or problem) d4 (additional device information [UDI#]), and h10 (provide narrative/data). The sapien 3 valve was not returned as it remains implanted in the patient. Without the device returned for evaluation, visual inspection, functional testing and dimensional analysis were unable to be completed. A device history record review was completed and did not reveal any manufacturing non-conformances that would have contributed to the reported event. A lot history review did not reveal any complaints relating to the reported event. A review of edwards lifesciences risk management documentation was performed for this case. The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time. The commander delivery system and s3/s3u IFU were reviewed for guidance and instructions. Potential adverse events include valve stenosis and structural valve deterioration. There was no IFU or training deficiencies identified. The complaint for stenosis post implantation was unable to be confirmed due to unavailability of returned device/relevant imagery/relevant medical records. A review of the DHR and lot history did not provide any indication that a manufacturing non-conformance contributed to the complaint event. A review of IFU revealed no inadequacies. During the manufacturing process, all sapien 3 valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the complaint event. As reported, 'approximately 2 years and 2 months post implant of a 29mm sapien 3 valve in the aortic position, a 2nd 29mm sapien 3 ultra resilia valve was implanted due to stenosis.' Per the instruction for use (IFU), valve stenosis is a potential risk associated with bioprosthetic heart valves. Per the valve academic research consortium (varc), valve stenosis can result from several factors, including calcification, support structure deformation (out-of-round configuration), trauma (cardio-pulmonary resuscitation, blunt chest trauma), and native leaflet prolapse impeding prosthetic leaflet motion. Valve stenosis may result in symptoms such as shortness of breath and decreased exercise tolerance, which may be accompanied by an increased gradient across the valve. This could be due to early calcification of the leaflets, host tissue overgrowth or in rare cases, a non-functioning leaflet. Calcification is a well-recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. Stenosis of an implanted valve may be a manifestation of structural valve deterioration (svd). This term refers to changes intrinsic to the valve, and can include failure modes such as wear, calcification, leaflet tear, stent creep, leaflet disruption, or leaflet retraction. Svd may be mild and not require any intervention or it may be moderate to severe. It can cause the heart to work harder to eject blood from the ventricle. Depending on severity it could be an indication for valve replacement or medical intervention. In this case, a conclusive root cause was unable to be determined at this time. Other potential contributing factors are unknown as limited clinical information was provided however, the stenosis at 2 years and 2 months is likely related to the mechanism describe above. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action, nor pra is required at this time.